Manufacturer narrative:
A lot history review (lhr) of reyg1108 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
On (B)(6) 2014, we had a patient retain approx 2.5 inches of the core on the dilator that come in the kit.